Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp for svt. The device diagnosed svt appropriately at first, but the rate increased above the svt. Recommended programming changes were made. The patient was asymptomatic throughout the check.